Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 130 alarm noted during testing. However, unit adapt pump error 130 was recorded on (B)(6) 2025 17:34:06.000 and on (B)(6) 2025 17:38:23.000. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: missing display window/cover, pillowing keypad overlay, cracked keypad overlay, label damage(faded), battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion no pump error alarm 130 was noted during testing. Failure was isolated to motor assembly. No damage on belt clip rails. However, cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm that was generated when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130), and the location of the damage was at the belt clip rail. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. Troubleshooting was partially performed for the pump error. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.